Manufacturer narrative:
An imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified bone residue on threads and heavy damage to the threads and collar due to the removal process. The device could not be measured with a caliper due to the damage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 19 and was used for approximately 1 year, 5 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (63526225). It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st3131) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63526225) for a similar cause and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter email address, fax number: not provided.

Event description:
It was reported that implant was removed due to patient experienced discomfort at tooth location 19.